Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report they discovered a fluid leak during the treatment complete phase of their pd treatment. The patient was not connected during the incident. Fluid was not discovered in the pump module area nor on the external portion of the cassette. Fluid was observed underneath the cycler near the touch screen. Fluid did not come from the cassette or tubing. The technical support agent advised the patient to discontinue use of the cycler and a replacement cycler was issued. The patient was advised to inform their peritoneal dialysis registered nurse (pdrn) of the replacement. The patient indicated they would complete treatment with continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. Upon followup the patient confirmed the reported event of fluid discovered underneath the cycler near the touch screen. The patient could not confirm the source of the leak but stated they did not observe fluid in the pump module area or on the external portion of the cassette. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated they did not complete treatment on the day of the reported event. A replacement cycler was issued, and the old cycler will be returned to the manufacturing plant for investigation. The cycler set was discarded and not available to be returned to the manufacturer for physical evaluation. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report they discovered a fluid leak during the treatment complete phase of their pd treatment. The patient was not connected during the incident. Fluid was not discovered in the pump module area nor on the external portion of the cassette. Fluid was observed underneath the cycler near the touch screen. Fluid did not come from the cassette or tubing. The technical support agent advised the patient to discontinue use of the cycler and a replacement cycler was issued. The patient was advised to inform their peritoneal dialysis registered nurse (pdrn) of the replacement. The patient indicated they would complete treatment with continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. Upon followup the patient confirmed the reported event of fluid discovered underneath the cycler near the touch screen. The patient could not confirm the source of the leak but stated they did not observe fluid in the pump module area or on the external portion of the cassette. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated they did not complete treatment on the day of the reported event. A replacement cycler was issued, and the old cycler will be returned to the manufacturing plant for investigation. The cycler set was discarded and not available to be returned to the manufacturer for physical evaluation. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.